Event description:
It was reported the patient was having their pocket site moved from one side of their body to the other. The reporter stated they would use the pump tunneling tool. The reporter further stated they were made aware of this revision on the night prior to this report. Additional information received reported the patient was very thin. It was noted the patient implantable neurostimulator (ins) was located in their right flank area. The reporter stated the patient complained of discomfort so the pocket site was being moved to the patient¿s right abdomen. It was noted the original pocket site looked good and there were no signs or symptoms of infection. Additional information received reported that there were no malfunctions. The reporter stated the patient lost weight so they moved the ins to the patient¿s abdomen.

Manufacturer narrative:
Concomitant products: product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Additional review determined the following: conclusion code is related to this event. (B)(4).